Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to oversensing and noise. Sort v-v episodes and non-sustained ventricular tachycardia (nsvt) episodes were noted. Isometric movements created more noise. It was suspected that this was the beginning stage of a fracture. Detections and alerts were turned off. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had unstable impedance that was trending high. The lead was oversensing in bipolar. The patient received inappropriate therapy. The decision was made to extract with no reimplant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that the lead was ¿completely frayed¿, which the doctor thought was due to the fact that the patient is an avid golfer and had not put in leads for athletes.